Event description:
It was reported that a sensor that would not sync occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of signal loss was due to the transmitter and app not being able to establish a connection. The reported event of a sensor that would not sync is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).